Event description:
It was reported that the device had error 500.5040. There was no reported patient involvement.

Manufacturer narrative:
Technical support troubleshoot with the customer over the phone and confirmed customer reported issue of: 8300 error 500.5040. Technical support - advised dennis to upgrade etco2 module software to 9.33 to make it compatible with pcu software. Dennis will flash software to 9.33 if dennis still have problem, he will call back. A review of the device history record for sn (B)(6) was performed from date of manufacture 09/24/2013 to the present date 10/15/2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Based on the troubleshooting results, technical support determined that the proximate cause of the customer¿s reported issue. Technical support - advised dennis to upgrade etco2 module software to 9.33 to make it compatible with pcu software. The customer¿s reported problem was confirmed. There is not enough information in the file to determine if a CAPA should be referenced.

Manufacturer narrative:
Technical support troubleshoot with the customer over the phone and confirmed customer reported issue of: 8300 error 500.5040. Technical support - advised dennis to upgrade etco2 module software to 9.33 to make it compatible with pcu software. Dennis will flash software to 9.33 if dennis still have problem, he will call back. A review of the device history record for sn (B)(6) was performed from date of manufacture 09/24/2013 to the present date 10/15/2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Based on the troubleshooting results, technical support determined that the proximate cause of the customer¿s reported issue. Technical support - advised dennis to upgrade etco2 module software to 9.33 to make it compatible with pcu software. The customer¿s reported problem was confirmed. There is not enough information in the file to determine if a CAPA should be referenced h3 other text : no product returned.

Event description:
It was reported that the device had error 500.5040. There was no reported patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device displayed an error for software incompatibility. There was no patient involvement.